Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was returned without its plunger and needles, the complete suture, posterior needle tip, anterior and posterior cuffs and link material limiting the scope of the investigation. There was no detected damage to the device handle, guide tube, guide, foot or sheath. Blow through marks were present on the posterior foot indicating the posterior cuff had been ejected from the posterior foot. Inspection of the foot assembly did not detect any damage to indicate a possible cuff miss or needle strike or possible malfunction of the device. The device was tested by inserting a proxy plunger/needle assembly for needle trajectory. The test was successful with both, the anterior and posterior needles entering their respective foot pocket indicating proper needle trajectory. Additionally, every device is checked twice for proper needle trajectory during its manufacture. A possible cause for the reported cuff miss may have been needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment; however, none of the possible causes or the cuff miss could be confirmed. Based on the investigation there was no detected manufacturing or quality issue, the device performed according to specification and the root cause for the complaint is undetermined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. The access site was rewired and a second proglide device was successfully used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.